Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath. Reportedly, an unspecified device issue occurred. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.